Event description:
It was reported when using the pyxis medstation es system, the screen went black. The customer reported that the malfunction caused delay in the medication being dispensed to the patient. However, the user was managed to obtain the medication from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pmc board. Drawer controller board and solenoid was faulty. The field service engineer replaced the full-height drawer controller board, the pmc board, and the solenoid, and also substituted the position sensor, which was damaged during the replacement of the controller board. After rebooting the station and configuring the drawer, the failed hardware icon was automatically cleared. The system functioned as intended after the field service engineer troubleshot the device.